Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event cannot be determined; however, patient factors likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 29mm aortic valve was explanted after seven (7) months, due to aortic valve dehiscence, severe aortic regurgitation, and perivalvular leak (pvl). Patient presented with dyspnea, paroxysmal atrial fibrillation, and possible endocarditis. Tee showed valve dehiscence along the septum with severe pvl, and area of thickening along the aortic wall in the area of dehiscence with no obvious motility. The explanted device was replaced with a 27mm aortic valve. Infectious disease was consulted for treatment of possible endocarditis. Infectious disease noted that sometime before the initial surgery for aortic valve replacement the patient had recently saw a dentist because had chipped tooth. Therefore, it was then determined whether the chipped tooth was the catalyst to this possible endocarditis infection. Patient was treated with antibiotics. The patient's culture did not show any growth of any species. Blood cultures were negative. Patient also underwent aortic root reconstruction with large pericardial patch during procedure. The patient was transferred to hvicu/ICU in stable condition. Patient had post-operative atrial fibrillation. Explant was due to deficiency of the surgical valve. On post-operative three (3) patient underwent placement of dual chamber pacemaker. Patient was discharged home in stable condition on post-operative day 15.

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The cause of the event was due to patient factors/conditions. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Patient underwent intervention due to endocarditis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.